Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The service engineer (se) inspected the device and verified the reported issue. The se replaced the flow sensor assembly. The device successfully passed functional testing. The gas delivery system (gds) was returned for failure investigation. Visual inspection of the gds did not reveal any anomalies. The gds was tested and it was determined that airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It as reported that a v60 ventilator failed the air flow test in the performance verification testing (pvt) sequence. Reportedly, when the device was set to 0 lmp, the device read -0.8 lmp. The ventilator was not in use on a patient at the time of the reported event.